Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a blank display on their insulin pump. Customer's blood glucose was 487 mg/dl. The customer had treated their blood glucose with manual injections. Customer also reported cracks by their battery compartment. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.